Manufacturer narrative:
A complaint was received on 02/24/2023 reporting the sponge portion of sponge stick in the prep tray fell off in the patient while prepping. The actual sample was not available to be returned to deroyal for evaluation. A supplier corrective action request (scar) was issued to the prep sponge supplier welmed. Root cause was determined by the supplier welmed to be the standard operating procedure did not specify the disposal method of the product during the machine commissioning period. The following corrective and preventive actions have been taken by welmed: quality assurance checked the equipment parameters of the on-site welding machine and found that the equipment parameters were in compliance with the verification documents. Conducted containment and tensile tests on the products in the inventory, and no such phenomenon was found. Test data of retained samples shows the product passed the tensile test. Added a disposal method of the product during the debugging period in the standard operating procedure: all the products during the debugging period are discarded as scrap, the first 10 molds are scrapped after the debugging is qualified, and the 11th mold starts to be used for the first article inspection. Continuously track the welding conditions of three batches of sponge stick products to ensure effective corrective and preventive measures. Production records were reviewed, and no issues were found. An inventory check of the sponge stick was made by deroyal, a total of 10 of the 5-17930 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
The sponge portion of sponge stick in the prep tray fell off in the patient while prepping.

Manufacturer narrative:
A complaint was received on (B)(6) 2023 reporting the sponge portion of sponge stick in the prep tray fell off in the patient while prepping. A supplier corrective action request (scar) was issued to the prep sponge supplier welmed. The actual sample was not available to be returned to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.